Manufacturer narrative:
The investigation has been completed. Data analysis: ¿ after 3 days and 18 hours of support with the pump (sn: (B)(6), the console unexpectedly shut down on the complaint date, july 20, 2025, due to an ¿io-graphics¿ process crash. ¿ following an automatic reboot, the console displayed ¿impella defective (error reading eeprom) ¿ alarm,¿ event #3 and ¿unexpected controller shutdown ¿ alarm.¿ event # 603. This confirms the reported failure mode. Device analysis: this console was tested after arriving at fs. The unexpected controller shutdown could not be reproduced during a 23-hour test of the aic with the test cassette and pump at p-level p9. Upon power cycling the console 10 times, each time powering on with the pump connected, the console was able to recognize the pump connection and read the pump sn # without any issues with reading the calibration data. Therefore, the impella defective alarm could not be reproduced. Root cause: ¿ the root cause of the unexpected controller shutdown could not be determined due to the inability to reproduce it. ¿ there was no ¿controller failure¿ alarm in the logs. It is most likely that the unexpected controller shutdown was misreported as a ¿controller failure¿. ¿ no log evidence was found to confirm an ¿optical signal issue¿. It is most likely that the ¿impella defective¿ alarm was misreported as an ¿optical signal issue¿. The cause of the ¿impella defective¿ alarm was not determined due to the inability to reproduce it. D3 address line 1 updated. D10 concomitant medical products and therapy dates updated.

Event description:
The complainant had placed a impella 5.5 pump to support the patient with multiple cardiac and systemic comorbidities. Automated impella controller (aic) unexpectedly shut itself down today. Upon automatic reboot "impella defective" alarm present as well as "unexpected controller shutdown". White cable unplugged and replugged, impella support reinitiated at p-6. "Unexpected controller shutdown" alarm still present. New aic obtained and device was transferred to new aic per abiomed recommendation. No alarms present after switch. There was no patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.